Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: only one (1) actual device was received for evaluation. The other seventy-three (73) samples were not received and therefore, could not be evaluated. Visual inspection was performed using the naked eye which observed yellowing around the print on the bag. Toxicology assessment was performed which verified that the tetrabis(tert-butyl) stilbenequinone material used during the manufacturing process was responsible for yellow discoloration and is not considered to pose a toxicological risk to patients. The reported condition was verified. The cause of the condition is cosmetic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seventy-four 500ml eva bags for automix had a yellow halo and were not transparent. This was observed before use. There was no patient involvement. No additional information is available.